Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), migraine ("migraine headaches"), feeling abnormal ("brain fog") and amnesia ("memory loss"). The patient was treated with surgery (she had hysterectomy surgery to remove the essure implant.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, abdominal pain, abdominal pain lower, migraine, feeling abnormal and amnesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amnesia, dysmenorrhoea, dyspareunia, feeling abnormal, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") in a 37-year-old female patient who had essure (batch no. 695931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Concomitant products included ibuprofen for migraine and headache. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced migraine ("migraine headaches / migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain lower ("excessive cramping"), feeling abnormal ("brain fog"), amnesia ("memory loss / neurological conditions or problems: memory loss"), weight increased ("weight gain/loss: weight gain"), arthralgia ("hip pain") and iron deficiency anaemia ("iron deficiency, anemia, iron level"). The patient was treated with surgery (she had hysterectomy surgery to remove the essure implant, hysterectomy (partial)). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, abdominal pain lower, migraine, feeling abnormal, amnesia, female sexual dysfunction, headache, weight increased and arthralgia outcome was unknown and the dyspareunia, vaginal haemorrhage, menorrhagia and iron deficiency anaemia had resolved. The reporter considered abdominal pain lower, amnesia, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, headache, iron deficiency anaemia, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms left trailing coils 4. Right trailing coils: unable to admit the coil all the way. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") in a 37-year-old female patient who had essure (batch no: 695931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Concomitant products included ibuprofen for migraine and headache. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced migraine ("migraine headaches / migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain lower ("excessive cramping"), feeling abnormal ("brain fog"), amnesia ("memory loss / neurological conditions or problems: memory loss"), weight increased ("weight gain/loss: weight gain"), arthralgia ("hip pain") and iron deficiency anaemia ("iron deficiency, anemia, iron level"). The patient was treated with surgery (she had hysterectomy surgery to remove the essure implant, hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, abdominal pain lower, migraine, feeling abnormal, amnesia, female sexual dysfunction, headache, weight increased and arthralgia outcome was unknown and the dyspareunia, vaginal haemorrhage, menorrhagia and iron deficiency anaemia had resolved. The reporter considered abdominal pain lower, amnesia, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, headache, iron deficiency anaemia, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms left trailing coils 4. Right trailing coils: unable to admit the coil all the way. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") in a 37-year-old female patient who had essure (batch no. 695931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Concomitant products included ibuprofen for migraine and headache. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced migraine ("migraine headaches / migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain lower ("excessive cramping"), feeling abnormal ("brain fog"), amnesia ("memory loss / neurological conditions or problems: memory loss"), weight increased ("weight gain/loss: weight gain"), arthralgia ("hip pain") and iron deficiency anaemia ("iron deficiency, anemia, iron level"). The patient was treated with surgery (she had hysterectomy surgery to remove the essure implant, hysterectomy (partial)). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, abdominal pain lower, migraine, feeling abnormal, amnesia, female sexual dysfunction, headache, weight increased and arthralgia outcome was unknown and the dyspareunia, vaginal haemorrhage, menorrhagia and iron deficiency anaemia had resolved. The reporter considered abdominal pain lower, amnesia, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, headache, iron deficiency anaemia, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms left trailing coils 4. Right trailing coils: unable to admit the coil all the way. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), malposition of essure device, headaches, weight gain/loss: weight gain, iron deficiency anemia, hip pain. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") in a 37-year-old female patient who had essure (batch no. 695931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Concomitant products included ibuprofen for migraine and headache. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced migraine ("migraine headaches / migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain lower ("excessive cramping"), feeling abnormal ("brain fog"), amnesia ("memory loss / neurological conditions or problems: memory loss"), weight increased ("weight gain/loss: weight gain"), arthralgia ("hip pain") and iron deficiency anaemia ("iron deficiency, anemia, iron level"). The patient was treated with surgery (she had hysterectomy surgery to remove the essure implant, hysterectomy (partial)). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, abdominal pain lower, migraine, feeling abnormal, amnesia, female sexual dysfunction, headache, weight increased and arthralgia outcome was unknown and the dyspareunia, vaginal haemorrhage, menorrhagia and iron deficiency anaemia had resolved. The reporter considered abdominal pain lower, amnesia, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, headache, iron deficiency anaemia, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms left trailing coils 4. Right trailing coils: unable to admit the coil all the way. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: update of quality-safety evaluation of ptc( FDA codes updated) product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.